Manufacturer narrative:
1.returned the defect pictures: the blood in the catheter, the catheter break at the top position, the break shape is a jagged irregular shape. 2.review batch record information: 1-complaint lot#2258853 was produced on insyte assembly line, produced in (B)(6) 2022, packaging at m860 packing machine in (B)(6) 2022, lot quantity is (B)(4). 2-review the in-process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. 3-review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. 3. Check retained sample: 1- check the appearance of the retained sample of the complaint lot, no abnormality was observed on the retained sample. 2- perform the pull force of the catheter of retained sample of complaint lot, the result is that the pull force is pass, 4. Root cause: 1- customer complaint description: this is a complaint about a broken catheter, part of the catheter left in the body during use. Catheters were administered to the patient at around 10 a.m. On (B)(6). The radial artery in the right wrist was punctured and there was reflux, but the gw did not progress well, so the device was not removed and the needle moved slightly in the catheter.the puncture failed, so when the device was removed, there was a "bang" and the tip of the catheter was slightly cut, after which the broken tube was found. 2- based on the description of the customer complaint, the customer did not observed any abnormality of the product before use. When the customer puncture, the puncture progress was not smooth. When the product was finally taken out, there was a "bang" sound and the catheter broke. Base on above, the defect is not related to the plant 5. The plant continue pay attention to this defect.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-a bl 22 ga x 1.5 in catheter broke / separated after placement this is a complaint about catheter breaks off and part of it remains in the body during use. It was reported that on 6/20 catheter was used on the patient at around 10:00am. The radial artery in the right wrist was punctured and there was backflow, but the gw did not proceed well, so the needle was moved slightly inside the catheter without removing the device. The puncture failed, so when the device was removed, there was a "pop" sound and the tip of the catheter was slightly cut. 6/21: when the puncture site was checked with an ultrasound, blood was circulating at the puncture site and no foreign body was found. We considered observing the progress, but when we consulted with another department, we found a residual catheter. The skin was incised and the remaining catheter of about 9 mm was removed.